Manufacturer narrative:
Investigation summary: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported unconfirmed false negative results with the binaxnow covid-19 antigen self test on an unknown date via social media. The consumer stated that "this rapid test isn't picking up as many cases that actually are positive. They're giving false negatives in lots of cases, which can be a real problem if you're relying on them for quick results. The best test is still the prc." No further information was provided regarding confirmatory testing, health status and outcome.

Manufacturer narrative:
Investigation conclusion: tested the binaxnow covid-19 ag card retain kit lot 145826 with covid-19 lod and blank patient swabs. All tests were run in triplicate, were valid, and performed as expected. No conflicting results were observed, and the customers complaint was not replicated. The manufacturing records and quality control release testing was reviewed for kit part number 195-000/ lot 145826 and device part number 195-430h/ lot 140421a. Quality control release testing met specifications and there were no conflicting results observed. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing within label claims. No further action is required. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.